Manufacturer narrative:
(B)(4). Customer tested using instrument serial numbers (B)(4). Actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified.

Event description:
Healthcare professional reports unexpected act+ results with hemochron elite microcoagulation system during vascular surgery application (right lower extremity-distal bypass). No baseline test was performed. Target distal rage was 250-350 seconds. Post-administration of heparin elite instrument (B)(4) generated lower than expected act+ results of 165 seconds and 171 seconds. Comparison testing performed on a second elite instrument (B)(4) generated inconsistent results of 520 seconds and repeat test of 190 seconds. An hour after the last dose of heparin, side by side correlation testing was performed and demonstrated variability between instruments. Elite (B)(4) generated 134 seconds and elite (B)(4) generated 166 seconds. Target rage: 250-350 seconds. No adverse event(s) reported.